Event description:
It was reported that the insulin pump alarmed button error. Buttons not pressed for longer than 3 minutes. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to the battery tube connector not plugged in properly to b1/ib. Device received with intermittent button response due to moisture damage keypad traces. No button error alarm noted during testing. Device received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker.